Event description:
The facility reported a colleague infusion pump with battery issue. Upon review of the event history log, it was found that a battery depleted set alarm interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a colleague infusion pump with user interface module version 5.08.92 no additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a battery depleted set alarm was confirmed during product evaluation. The root cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).